Event description:
The facility reported to baxter "citrate running via pump and alarming for air in line. No ports to actually draw air from. Needed to disconnect and reprime line to stop alarm. Tried to put line back into pump. Would not accept, continued to try with different tubing segments. When tubing in pump incorrectly it actually opened to flow to wide open so that citrate was infusion into crrt filter causing high filter alarms. Crrt stopped in order to solve problems".